Event description:
It was reported that the patient experienced a urinary tract infection with symptoms of increased frequency of gram negative bacterial cystisis. An infectious disease consult indicated that it had worsened since device placement. The patient was administered cefepime 1 gm IV x¿s 1, vancomycin 2000mg, q 18hrs IV from (B)(6) 2013, azreonam 1gm IV tid from (B)(6) 2013 and cefpodoxime 200mg po bid x¿s 7 days. This was concurrent with treatment for aspiration pneumonia. The event resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# v621113, implanted: (B)(6) 2011, product type lead. (B)(4).